Event description:
Information received via complaint form is indicated as follows: "one of the sample could not even be forcefully inflated. An attempt to forcefully inflate the catheter would cause the inflation funnel at the valve end expand. This sample was tested before inserting into patient and did not have to be removed invasively".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the information provided by the customer and an evaluation of the returned sample. The product was closely examined. No sign of visual defect could be observed. Attempt to inflate the balloon with 20 cc of air via a luer tip syringe inserted into the valve was not possible as air tends to retain inside the inflation funnel. The inflation funnel was cut off. Attempt to gradually insert a fine nylon wire into the lumen of the catheter was not possible due to obstruction at the balloon section. The balloon sleeve was removed. It was observed that there is collapsed at the inflation lumen inside the balloon. An analysis on the returned samples provided was tested and did not perform to our requirement. However, this complaint issue has been investigated previously to address the confirmed complaint and is documented in convatec's CAPA systems. No additional information is expected. Future complaints will be monitored for trends in accordance with convatec's global handling complaint and CAPA procedures.